Event description:
The unit stopped delivering volumes. The svc technician could not duplicate the reported event but replaced the controller ic as a precaution. The svc report also shows that the unit failed the leak test. The inspected the device and replaced the pressure limit and safety valve o-rings. The unit passed extended testing.